Event description:
Patient has eritema and edema on the site that catheter was used.

Manufacturer narrative:
Additional information has been requested. Upon completion of the investigation, a supplemental report will be submitted.(B) (4)